Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wide variation in pacing lead impedance measurements and inappropriate sensing were observed. Episodes of non-sustained vt were noted. During device change-out, insulation failure on the rv coil was seen. Lead was successfully capped and replaced on (B)(6) 2016. The patient tolerated the procedure well.